Event description:
Additional information was received from the rep. The serial number of the ins was provided. It was reported that the cause of the high impedance was not determined, but it was suspected to be scar tissue. The high impedance did not have any impact on the patient's therapy. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when impedance was measured at 3 volts, one electrode had a value of greater than 40000 ohms. Troubleshooting was not required and the issue was not resolved through troubleshooting. The rep asked if the patient would be eligible for an MRI with one electrode being high. No symptoms were reported.

Event description:
Additional information received reported that when the patient¿s device was interrogated on (B)(6) 2021 that there were many high impedance values of >40000 ohms for the lead electrodes. The patient was not able to receive effective therapy from their device and the cause of the high impedances was not determined. There were no actions planned to address the high impedances. It was noted that troubleshooting was not required and that instead MRI information was requested on 2022-mar-04. The issue remained unresolved as of 2022-mar-04. There were no symptoms or patient complications reported; no complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.